Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 209 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. The customer stated that they woke up in the middle of the night to see the reservoir was out of the pump. They put the reservoir back and then had convulsions. Troubleshooting was completed. The customer stated the reservoir was not getting into the pump properly. The insulin pump will be returned for analysis.